Event description:
Device was being used on a premature newborn. There was an overinfusion. IV rate was set at 7.8 cc/hr. At 0455 pump read: 30.6 cc and buretrol read: 20 cc. At 0615 pump read: 40.3 cc and buretrol read 3 cc. Pump=9.7 cc infused and buretrol=17 cc. Tubing set up inspected for leaks and none were found.